Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 41171. Functional testing was able to duplicate the reported problem. It was determined that the device was in mu mode. To address the issue the mu was flashed, and the software was reloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41171. There was no patient involvement, the event occurred at start-up.